Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day after implant that the patient was experiencing long pauses without pacing and patient was pacemaker dependent. Troubleshooting of the patient's implantable pulse generator (ipg) was attempted with reprogramming and testing. It was indicated that following a premature ventricular contraction (pvc) the ipg would not show pacing capture. The ipg was then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.